Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had insulation damage and was abandoned surgically. Additional information indicates that the insulation was completely pulled back on the proximal portion of the lead from the ventricular pin to the yoke as the right ventricular (rv) lead was an old vdd lead. All lead testing was stable as evidenced by testing prior to and during surgery. The rv lead is no longer in service. No additional adverse patient effects were reported.